Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 14-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 223 mg/dl. The customer¿s expected fasting blood glucose test result range is 89-150 mg/dl. Customer was not using the proper testing technique. At the time of the call the customer felt well and did not report any symptoms. Customer reported past medical intervention, stating that in late (B)(6) 2020 he had gone to the hospital due to a stroke and diabetes. Customer stated he had been unconscious when admitted. Customer did not remember his blood glucose test result when admitted, what treatment he received while he was there, or the medications he was given when discharged. Customer was discharged from the hospital (B)(6) 2020 (customer stated 3 weeks before (B)(6) 2020). Due to his heel splitting on his right foot, customer was then transferred to (B)(6) house where he was admitted (B)(6) 2020 and discharged on (B)(6) 2020. Customer stated that he had a part of his foot (heel) removed. During the call, a back to back blood test was not performed by the customer; customer did not have the test strips with him at the time of the call was unable to provide lot information. Customer stated the test strips are stored in the dining room and that the open vial date was 05/15/2020. The meter memory was reviewed for previous test result history: (B)(6).